Event description:
It was reported that the iab was inserted on (B)(6) 2005 as a bridge to urgent CABG surgery scheduled for (B)(6) 2005. On (B)(6) 2005, the blood was observed in helium tubing. The iab was removed. A re-insertion was not required. Pt went to surgery for CABG. There were no associated pt complications.